Event description:
It was reported that, "revised an old duracon ts baseplate that has come disassociated from 155mm pressfit stem. Bone of proximal tibia had resorbed from under tibial baseplate."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.